Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during a stone removal procedure performed on (B)(6) 2021. During the procedure, the retrieval basket part was broken. The procedure was completed with an olympus retrieval basket. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.